Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of the up, down knob was out of the standard value. The bending section cover had a scratch, and adhesive was chipped. Due to clogging of nozzle, water removal ability did not meet the standard value. The connecting tube, light guide cover glass, scope connector cover unit, scope connector, protector of the universal cord on the scope connector side, protector of universal cord on control section side, universal cord, image guide protector, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, and control unit were scratched. Switch 1 had wear. Paint on the suction cylinder and air/water cylinder was peeled. The control unit was discolored. Due to a scratch on the objective lens, the image had a partial dark area. The forceps channel port was shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.